Event description:
Ended up in the dr's office (B)(6) 2018, my dr looked at an xray and said lets do another, I think there was something in your pocket. The trays show a filshie clip had migrated as the other is in place. I received the filshie clip (B)(6) 2014 (unk, it was a clip, thought it was cut/burn method) after the birth of my daughter. I have often wondered why my periods have gotten worse with more clotting and premenstrual pain that use to be almost non- existent was told by a women's clinic nurse, this clip had been this way for a while. I do not know how long it had been this way.